Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube thread and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having high blood glucose. Customer' blood glucose was 309 mg/dl. Troubleshooting was done. Customer stated no tubing clamp. We shipped tubing clamp. Customer called back to continue troubleshooting. Customer's blood glucose was 243 mg/dl. Advised customer that insulin pump would be replaced. No further information provided.